Manufacturer narrative:
The field service engineer (fse) found the rbc dispenser leaking and generating bubbles. The rbc dispenser was replaced to fix the instrument. The repairs were verified per established procedure. (B)(6).

Event description:
The customer reported that the controls were out of spec on the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.